Event description:
A user facility returned the olympus asset, the evis exera iii video system center to the olympus service center stating that they could not use the 180 scopes and needed an upgrade. Upon inspection and testing of the returned device, it was observed that the customer was not able to use the 180 scopes due to a faulty circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were lint / dust accumulation on video connector pins. Version 3.01 which needed to be upgraded to version 4.10. The faulty circuit board was causing no image when using the 180 scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board set. As to the cause of the printed circuit board defect, the device might have been affected because it was manufactured before the circuit design of the operational amplifier of the printed circuit board (dr board) was changed. It¿s also probable that the image was not displayed because the connection with the video connector failed. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.